Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub, one with a broken thumb press, and one with a deformed stopper, before use. The following was reported by the initial reporter: "it was reported that the consumer found four syringes without the needle when he removed the needle shields. Also, one syringe where the thumb press was stuck in the cap and broken away from the rod. As well as one syringe where the plunger stopper looks too large. Verbatim: consumer reported stated found from this box 4 syringes without the needle when removed needle shields. Consumer reported found from this box 1 syringe when removed plunger cap thumb press was stuck in the cap and broken away from the rod. She removed thumb press from cap. Consumer reported from this box 1 syringe with the plunger stopper looks like the size of it is too large".

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub, one with a broken thumb press, and one with a deformed stopper, before use. The following was reported by the initial reporter: "it was reported that the consumer found four syringes without the needle when he removed the needle shields. Also, one syringe where the thumb press was stuck in the cap and broken away from the rod. As well as one syringe where the plunger stopper looks too large. Verbatim: consumer reported stated found from this box 4 syringes without the needle when removed needle shields consumer reorted found from this box 1 syringe when removed plunger cap thumb press was stuck in the cap and broken away from the rod. She removed thumb press from cap. Consumer reported from this box 1 syringe with the plunger stopper looks like the size of it is too large."

Manufacturer narrative:
H.6. Investigation: customer returned the mail kit for cs0037646, however, no samples from the reported cat# were returned. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.